Event description:
It was reported that the health care professional (hcp) observed high outputs from this right ventricular (rv) lead. Technical services (ts) reviewed the latest presenting electrogram (egm) and observed loss of capture on the rv channel with the current programmed output of 2.8 volts. As such, ts recommended in-clinic troubleshooting to review rv lead performance and to check for potential changes in rv threshold related to posture, movement and manipulation. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.